Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "cassette not attached" was alarming. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 10/24/2024. H3: one device was returned for repair. No service record in the last 12 months. Review of event history found cassette not attached properly alarm. The reported error could not be replicated with functional testing. Found minor bubble on downstream occlusion (dso) seal and dso was out of calibration. The most likely cause of the report error is dso sensor. Replaced dso sensor to resolve report error. The device passed all functional tests after the repair.